Manufacturer narrative:
Event date was sometime in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter that looked like ¿hair¿ was observed in the frangible of an amia cassette. This occurred during setup. There was no patient injury or medical intervention associated with this event. No additional information is available.